Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a application error had appeared on the screen. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an application error had appeared on the station¿s screen. The customer support center (csc) had discovered that the database had been corrupt, preventing synchronization because the server had been running version 1.7.x while the station had remained on version 1.6.1. The field service engineer (fse) had been dispatched to the site and had upgraded the server to version 1.74. The fse had reimaged the station, installed the remote support system (rss) and endpoint antivirus, and had performed the data sync correctly, allowing the customer to pull medications. The customer had also unloaded the medications from the qb pockets that had been broken. The system had functioned as intended after the field service engineer had troubleshot the device.